Event description:
Customer reported to lf customer support via phone that injector came off wall mount and hit patient. They did not know to what extent the patient was injured in april customer reports that female outpatient was having a CT of the chest for f/u of lung cancer. While CT technologist was moving ct9000adv injector system from one side of the CT couch to the other to start a contrast media injection. The injector system was not connected to the patient via the IV line at this time the ct9000adv injector suspension failed and the system fell hitting the patient on the left side of the head. The patient was sent to the ER for evaluation of contusion and swelling to the forehead. ER physician requested a CT scan of the head. Progrss note reflect a small abrasion to front left skull area. Patient alert and orinented. No other apparent injury.